Event description:
Part of mcghan 300c style 110 biocell textures silicone study, over muscle areola implant, 15 yrs 2003-2018. Original surgeon dr (B)(6) (retired). Explant dr (B)(6) (retired). Ultrasound and mammogram inconclusive for rupture. Referred to MRI passed and schedule implant. During symptoms: bilateral breast pain, significant back pain directly behind implants and radiating up through neck / shoulders and down back, arm numbness, chest pain over heart, odd feeling, implants (rippling, popping). Other health symptoms, unexplained infertility, acne, exhaustion, sudden unprompted weight gain, headache, fogginess, hair loss, swelling, delayed healing illnesses, increased blood pressure (usually low). All resolved immediately post explant. Calling surgery center with updates for every change of address and immediately coming in for f/u appts. Once issues began, no further contact ensued. Immediately came in for transition appt once original dr retired. Very detailed documents he retained were referred to and indicated to have been disposed of. At point of intake appt for explant, still had original stickers from implant, images and other records. No copies provided. Have explanted implants.